Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two synframe half ring devices are missing screws. The screws were discovered to be missing while in the hospital¿s sterile processing department during assembly. There is no patient involvement or surgical involvement. This report is 2 of 2 com-(B)(4).

Manufacturer narrative:
Service history review: lot 8226016: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is unknown and cannot be traced. The service history evaluation is unconfirmed. Initially reported as april 16, 2015; should be april 15, 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service and repair evaluation was performed for the subject device. The customer reported the screws were missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75 and stop screw. This item was repaired, passed synthes final inspection and returned to the customer on april 29, 2015. The evaluation was confirmed. A service history evaluation for this device was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.